Event description:
It was reported that foreign matter "liquid" was discovered in barrel of bd insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that there are drops of liquid inside the syringes.

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0216756 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter "liquid" was discovered in barrel of bd insulin syringes with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that there are drops of liquid inside the syringes.